Manufacturer narrative:
A device history record (DHR) review of lot 17544819 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a guidewire crossed the lesion and a saber rx (2mm2cm155) pta was inserted for inflation. However, it ruptured and could not inflate. Therefore, it was replaced with a new balloon catheter. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 100 % (cto).

Event description:
As reported, a guidewire crossed the lesion and a saber rx (2mm2cm155) pta was inserted for inflation. However, it ruptured and could not inflate. Therefore, it was replaced with a new balloon catheter. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 100 % (cto). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The balloon ruptured at its initial inflation. The new balloon used was a non-cordis product.

Manufacturer narrative:
Complaint conclusion: as reported, a 2x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) was inserted for inflation; however, it ruptured and could not inflate. Therefore, it was replaced with a new balloon catheter. The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 100%, chronic total occlusion (cto). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. A guidewire crossed the lesion before the saber rx pta catheter was inserted. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The balloon ruptured at its initial inflation. The new balloon used was a non-cordis product. The device was not returned for analysis. A device history record (DHR) review of lot 17544819 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified cto lesion) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.